Event description:
It was reported that the insulin pump drive support cap is protruding. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed during prime test due and motor error alarm during basic occlusion test due to moisture damage noted in force sensor. The insulin pump rewinds properly during testing. Motor tested ok.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.